Event description:
The event is reported as: the customer alleges that when testing, the valve crushed and was unable to pass air through the test functionality. No report of a pt injury.

Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The lot number provided by the customer was not a valid lot number, therefore, a DHR (device history record) could not be performed. A document assessment was conducted and no changes were required. The complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.